Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 30142958 was reviewed and the product was produced according to product specifications. All information reasonably known as of 28 feb 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced six different incidences, which were associated with separate units, involving two different patients. This is the second of six reports. Refer to 8030647-2022-00074 for the first report. Refer to 8030647-2022-00076 for the third report. Refer to 8030647-2022-00077 for the fourth report. Refer to 8030647-2022-00078 for the fifth report. Refer to 8030647-2022-00079 for the sixth report. It was reported that the catheter would not suction or work properly when connected to suction; the in-line would not aspirate. The issue was noticed during use on a patient. There was no reported injury. Additional information received 02feb2022 reported there was no harm to the patient, just a delay in care.

Manufacturer narrative:
Correction: h6 (type of investigation). All information reasonably known as of 06 jun 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.